Manufacturer narrative:
It is well publicized that revision surgeries are commonly required after primary spinal fusion surgery. In this case, a recurrent herniated disc led to the need for a removal and revision surgery. The genesys spine implants are not believed to have contributed to the recurrent herniated disc as they were found to be fully intact and well placed and there were no signs of infection reported.

Event description:
On (B)(6) 2019 a patient underwent a two-level lumbar fusion following a laminotomy (partial removal of the lamina) on the right side of l4-l5 due to a herniated disc. In (B)(6) of 2020 the patient's disc had herniated on the left side at l4-l5 so one genesys spine pedicle screw (and the associated hardware) was removed and a laminotomy of the left side was performed. Only a portion of the originally implanted hardware was removed in order to perform another laminotomy on the left side to treat the left herniated disc. One pedicle screw needed to be removed to give the surgeon access to the lamina that needed to be removed. A new genesys spine pedicle screw and the associated hardware was placed to secure the initial construct. At the time of the revision, there were no signs of infection and the removed hardware was intact.